Manufacturer narrative:
Follow-up # 1 date of submission 09/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/19/2016 with the following findings: a review of the pump black box showed that the data from the event had been overwritten due to continued use of the pump. There was no evidence of cs 078 alarms observed in the black box. During investigation, the pump successfully completed the ez-prime steps and the 24 hour testing with no call service alarms occurring. The pump cover was removed and no evidence of moisture ingress was found. The motor flex was found to be fully inserted and motor latch fully closed. The complaint of a cs 078 call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.